Manufacturer narrative:
(B)(4). This report is 1 of 4 reports of the patient experiencing diabetic ketoacidosis four times. (B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. Date of issue is an approximation. The patient reported her sensor stopped working before the completion of the 10-session resulting in diabetic ketoacidosis (dka). The event and sensor insertion dates were not provided. The patient reported it is difficult to control her blood glucose, she is asymptomatic when she experiences hypoglycemic and she has 22% renal function. No other event information was provided. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.